Manufacturer narrative:
Continuation of d10: product ID hh90t01 serial# (B)(6) product type mobile platform product ID a820 serial# unknown product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving fentanyl, morphine, and bupivacaine via an implanted pump. The indication for pump use was non-malignant pain. The patient reported that they had been having issues with their handset for the last couple of days. The patient stated that they would get to 90% and then "an hour later" they will look at it and it is "just frozen" and "didn't deliver the medication." The patient stated that it was working, but "barely enough to get by." They were not able to get all their boluses throughout the day due to the connection issues. The patient also reported getting error messages: system error 0x260b59e4. The agent reviewed how to restart the handset, and the patient was able to successfully connect to the pump and ¿was getting a lockout of 91%.¿ the patient was able to connect to the pump after restarting the handset, but the phone was "frozen." The issue was not resolved through troubleshooting. A replacement handset was requested from the repair department. No patient harm reported.